Event description:
Silicone rupture 2007, replaced. In 2012 breathing difficulties, weight loss, abdominal problems (pain, vomiting, diarrhea), memory loss and cognitive impermeant (calculation, languages etc). In 2013 - diagnosed interstitial lung disease by lung biopsy. Silicone and other metal particles detected in biopsy and in induced sputum test. S.o.l. Still not classified since biopsies are not possible due to their difficult locations. After implants removal and capsulectomy there was significant improvement. In 2016 removal of several lymph nodes from armpit. Silicone found in biopsy. Silicone particles also found in colon biopsy. Diagnosed with rheumatoid arthritis. Treatment: 3 years on inhalers, plaquenil. Nagor.